Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The 14f esheath was returned with the commander delivery system partially inserted through the system. The returned device was visually inspected, and the following was observed: sheath was partially expanded, starting from strain relief 15cm in length. Patient tissue attached to sheath shaft halfway length. Valve stuck in sheath shaft at location of the tissue. Calcium was noted to be present on the patient tissue. The commander delivery system showed compression near the flex tip. Functional testing was performed and the commander delivery system with crimped valve was able to be fully advance through the sheath without issues. The sheath shaft expanded and the tip opened as designed. Due to the nature of the complaint, no relevant dimensional testing was able to be performed. During manufacturing, the sheath shaft components were 100% visually inspected for any defects. During the manufacturing process the esheath final assemblies were 100% visually inspected by both manufacturing and quality. Furthermore, after sterilization, the sheath was tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. The inspections and tests described above support that it is unlikely a manufacturing nonconformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed additional similar complaints for sheath shaft resistance with the delivery system. Available information suggests that patient factors and/or procedural factors may have contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for resistance with the delivery system was confirmed through evaluation of the returned device. However, no manufacturing non-conformance was identified. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint event. A review of IFU/training materials revealed no deficiencies. Per report, 'the 26mm commander ds was advanced through the sheath and the valve became stuck half way. The entire system was removed as a unit with no difficulties noted. After removal of the system, it was noted at the end of the sheath, a part of the vessel was adhered to the sheath and a chunk of calcium was observed'. Imagery provided showed that the access vessel had presence of tortuosity. Additionally, evaluating the returned device revealed calcium attached to the tissue that was adhered to the sheath. Per the training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' Factors such as calcification and tortuosity can create a challenging pathway for delivery system insertion through the sheath. Calcification can prevent the sheath from fully expanding, while tortuosity can create suboptimal angles for delivery system insertion/advancement through the sheath, which can lead to high push force and resistance. These patient factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. As such, available information suggests that patient factors (calcification, tortuosity) likely contributed to the resistance. In this case, an unspecified vascular injury occurred and was possibly due to procedural factors (device manipulation) and/or severe calcification of the access vessel that may have contributed to the complaint event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation and corrective/preventative actions (CAPA) are not required. However, per management discretion, a CAPA was initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath).

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, the 1st 14fr was inserted and resistance was felt. A new 14fr and 26mm commander delivery system was advanced through the sheath and the valve became stuck half way. The entire system was removed as a unit with no difficulties noted. After removal of the system, a part of the vessel was adhered to the sheath and a chunk of calcium was observed. A vascular injury was suspected but the physician decided to proceed. A new 16fr sheath with new devices were used to successfully implanted the valve. After removal of the delivery system, the sheath was left inside the leg and the physician attempted to stent the external iliac but was unsuccessful. A vascular surgeon was called for repair. A retroperitoneal bleeding occurred and was unable to be repaired. The patient expired.